Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the last 3 sets she attempted to apply would not stick to her body. The patient's blood glucose level rose to 400 mg/dl and the patient required additional manual insulin injections. No permanent or life threatening injury occurred. Related to MFR #2183502-2016-01474, 2183502-2016-01475.